Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).

Event description:
An optometrist reported pt with mild endothelial folds with corneal swelling in both eyes that eleven day lasik post-operative visit. At visit pt complained of "blurry vision at distance and near". Additional info from reporter indicated the pt's topical steroid dosage was increased. Additional info has been requested. This report is for the right eye, and additional info will be filed for the left eye.